Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that after flap creation a small adhesion paracentral in superior region prevented the flap from being fully lifted. The surgeon put the flap back without completing the treatment. The patient will be retreated at a later date.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. The treatment report shows possible debris (visible as a black spot) located close to the hinge position. According to the picture it appears between the applanation cone and cornea and might have caused interference with the laser pulses. As a result of such the flap at this point remains uncut and could not be lifted. Review of the logfiles for the day of treatment shows the user performed treatments successfully on that day. During preparation of the treatment the user was not able to achieve valid suction two with the first attempt. So the user aborted the docking procedure and removed also the patient interface before he started the complete procedure again from the beginning. The user was now able to achieve valid but not good suction two values. During the treatment the vacuum and energy stayed stable and no further issues are detectable. Due to the vacuum test results and the suction values during the first treatment the valid but not good suction two values in this treatment is caused by user handling. Further the complete day shows no relevant warnings or error messages. So no technical problems or deviations could be identified by the logfile review. No technical root cause was identified as the product was found to be within specifications. Contributing factors could be, possible debris located close to the hinge position, which might have caused interference with the laser pulses. As a result of such the flap at this point remains uncut and could not be lifted and user handling. (B)(4).

Manufacturer narrative:
(B)(4)